Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the pump turns on but customer is unable to get passed the home screen. Customer did not provide a blood glucose level value, but stated that blood glucose level was impacted. Customer delivered a manual injection to stabilize blood glucose level, and stated that they have back up injections for continued insulin therapy.